Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's outer driveline jacket was completely torn away. The customer requested a review of the patient's log files. Technical services (ts) reviewed the log file and noted that it contained a cluster of low flow hazard events on (B)(6) 2020. Those alarms appeared to be the result of reduced blood volume flowing through the pump. No alarms associated with a driveline issue were recorded in the log. Ts reported to the customer that there are two options for the torn driveline jacket. The first was to apply rescue tape to replace the missing jacket. The second would be a cosmetic driveline repair. Ts mentioned that a cosmetic repair would reintroduce an intact shielding which may cause short-to-shield events after the cosmetic repair. This issue occurs in a small number of cases and would require the patient to stay on an ungrounded cable. Ts requested that the customer let them know how they wish to repair the driveline.

Manufacturer narrative:
Manufacturer's investigation conclusion: cosmetic damage to the driveline was confirmed through the evaluation of the photograph submitted by the account. Furthermore, analysis of the submitted log files confirmed low flow alarms; however, a specific cause for the alarms and a direct correlation to heartmate ii left ventricular assist (lvas), serial number (B)(6), could not conclusively be determined. The submitted log files contained overlapping data from (B)(6) 2020. The log files captured nearly numerous low flow hazard alarms on (B)(6) 2020 and from (B)(6) 2020, when calculated flow dropped to 2.4 lpm, below the low flow threshold of 2.5 lpm. No alarms or events were captured that would suggest a driveline issue. The actual speed remained above the low speed limit for the duration of the log files and the pump appeared to be functioning as intended. The submitted photograph showed that the outer silicone jacket was missing from the majority of the external portion of the driveline, exposing the underlying clear bionate layer. No damage to the driveline wiring was observed. Additional information was requested, but not provided. The patient remained ongoing on heartmate ii lvas, serial number (B)(6). Heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. The IFU outlines the indications of driveline damage, as well as how to respond to such events. Section 8, ¿equipment storage and care¿, provides information on driveline care and cleaning under ¿care of the driveline. The user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damaged). Heartmate ii lvas patient handbook is also currently available. The patient handbook explains that all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. Section 6 entitled ¿caring for the equipment¿ outlines proper driveline maintenance for the patient under ¿driveline care¿. If driveline damage is suspected, the user is instructed to call their hospital contact immediately. The heartmate ii lvas IFU contains a section on ¿pump performance monitoring¿ under section 6, ¿patient care and management¿, which explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 4.4 ¿clinical screen¿, contains sections on pump flow, pump speed, pulsatility index, and pump power. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. The current heartmate ii patient handbook contains a section on ¿alarms and troubleshooting¿ which provides information on all system alarms, including low flow hazard alarms, and the actions associated to resolve the alarms. A section on ¿handling emergencies¿ is also provided. The relevant sections of the device history records for (B)(6) and the percutaneous lead were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 27may2015. No further information was provided. The manufacturer is closing the file on this event.